Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl [35.0 mcg/ml] at a dose of 440.4 mcg/day and baclofen [35.0 mcg/ml] at a dose of 440.4 mcg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported on 2017-oct-18 that the pump in the pocket moved around ever since the pump was placed on (B)(6) 2014. No symptoms/complications were reported or anticipated.